Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain'), perforation ('essure device perforation') and device dislocation ('essure device migration') in a 42-year-old female patient who had essure (batch no. A57110 , (ess305-inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst (there is a 34.1 x 27.1 x 22.1 mm simple cyst which contains a thin separation, arising from the left ovary) on (B)(6) 2012, elective abortion (unwanted pregnancy 5-6 weeks) on 5-mar-2011, gestational diabetes on (B)(6) 2011, deep vein thrombosis on (B)(6) 2011, pulmonary embolism on (B)(6) 2011, lower abdominal pain in (B)(6) 2002, dyspareunia in (B)(6) 2002, hysterectomy, colitis, multigravida and parity 3. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included adverse drug reaction with mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and genital haemorrhage ("heavy / abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with leuprorelin acetate (prostap) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy with ovarian conservation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and weight increased had resolved and the perforation and device dislocation outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain, perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2015: on examination there was evidence of a previous large loop excision of the transformation zone (lletz); however, the cervix appeared normal. The uterus was bulky, but mobile, and mildly tender to palpate. Similarly, there was marked tenderness in both adnexae (left more than right). In view of her ultrasound scan findings hysteroscopy was performed. This revealed a bulky, but regular cavity, with pseudo polypoidal appearances of the endometrium. Both the essure implants were seen at the tubal ostia. The uterocervical length measured 11 cm. Hysteroscopy - on (B)(6) 2013: hysteroscopy demonstrated both micro-inserts (essure implants) to be optimally placed without any problems. Ultrasound pelvis - on an unknown date: this proved ineffective at showing up the implants, but did show some incidental endometrial thickening.; on (B)(6) 2015: showed thickened endometrium; on (B)(6) 2015: showed the endometrium to be thickened (21 mm), with a possible fluid trace, measuring 1ox4 mm. X-ray - on an unknown date: showing a possible migration of essure implants. Lot number: a57110 manufacturing date: 2012/09 expiration date: 2015/09 batch no. Ess305-inv. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. Ess305-inv, a57110) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy / abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and weight increased had resolved. The reporter considered genital haemorrhage, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: removal date and events heavy / abnormal bleeding and weight gain added. Case is now upgraded to serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain'), perforation ('essure device perforation') and device dislocation ('essure device migration') in a 42-year-old female patient who had essure (batch no. A57110) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst (there is a 34.1 x 27.1 x 22.1 mm simple cyst which contains a thin separation, arising from the left ovary) on (B)(6) 2012, elective abortion (unwanted pregnancy 5-6 weeks) on (B)(6) 2011, gestational diabetes on (B)(6) 2011, deep vein thrombosis on (B)(6) 2011, pulmonary embolism on (B)(6) 2011, lower abdominal pain in (B)(6) 2002, dyspareunia in (B)(6) 2002, hysterectomy, colitis, multigravida and parity 3. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included adverse drug reaction with mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and genital haemorrhage ("heavy / abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with leuprorelin acetate (prostap) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy with ovarian conservation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and weight increased had resolved and the perforation and device dislocation outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain, perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2015: on examination there was evidence of a previous large loop excision of the transformation zone (lletz); however, the cervix appeared normal. The uterus was bulky, but mobile, and mildly tender to palpate. Similarly, there was marked tenderness in both adnexae (left more than right). In view of her ultrasound scan findings hysteroscopy was performed. This revealed a bulky, but regular cavity, with pseudo polypoidal appearances of the endometrium. Both the essure implants were seen at the tubal ostia. The uterocervical length measured 11 cm. Hysteroscopy - on (B)(6) 2013: hysteroscopy demonstrated both micro-inserts (essure implants) to be optimally placed without any problems. Ultrasound pelvis - on an unknown date: this proved ineffective at showing up the implants, but did show some incidental endometrial thickening.; on (B)(6) 2015: showed thickened endometrium; on (B)(6) 2015: showed the endometrium to be thickened (21 mm), with a possible fluid trace, measuring 1ox4 mm. X-ray - on an unknown date: showing a possible migration of essure implants. Lot number: a57110 manufacturing date: 2012-09 expiration date: 2015-09. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: the follow information were updated: hcp's and principal's reporters; medical history, history drug; on products postap was added; on events device migration, perforation. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain"), perforation ("essure device perforation") and device dislocation ("essure device migration") in a 42 year-old female patient who had essure inserted (lot no. A57110 , (ess305-inv)) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst (there is a 34.1 x 27.1 x 22.1 mm simple cyst which contains a thin separation, arising from the left ovary) in 2012, elective abortion (unwanted pregnancy 5-6 weeks), pulmonary embolism, deep vein thrombosis and gestational diabetes in 2011, dyspareunia and lower abdominal pain in 2002 and ovarian cyst, irritable bowel syndrome, colitis ulcerative, anemia, heavy periods, abdominal bloating, parity 3, multigravida, colitis and hysterectomy. Previously administered products included: mirena and mirena. Past adverse reactions to the above products included: side effects nos with mirena. As concurrent condition the report mentioned abdominal pain. The only concomitant product mentioned was prednisolone. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), genital haemorrhage ("heavy / abnormal bleeding"), abdominal pain lower ("pain, including chronic pain;"), device intolerance (". Inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction;"), mental disorder ("psychological issues") and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). The patient was treated with prostap (leuprorelin acetate) as well as surgery (total laparoscopic hysterectomy and bilateral salpingectomy with ovarian conservation). At the time of the report, the pelvic pain, genital haemorrhage and weight increased had resolved. The outcomes for perforation and device dislocation were unknown. The reporter considered abdominal pain lower, device dislocation, device intolerance, dyspareunia, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation and weight increased to be related to essure administration. The reporter commented: ethnicity: (B)(6). 4 coils on one side, 3 on other. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2015: on examination there was evidence of a previous large loop excision of the transformation zone (lletz); however, the cervix appeared normal. The uterus was bulky, but mobile, and mildly tender to palpate. Similarly, there was marked tenderness in both adnexae (left more than right). In view of her ultrasound scan findings hysteroscopy was performed. This revealed a bulky, but regular cavity, with pseudo polypoidal appearances of the endometrium. Both the essure implants were seen at the tubal ostia. The uterocervical length measured 11 cm [hysterosalpingogram] on (B)(6) 2013: not reported. [Hysteroscopy] on (B)(6) 2013: hysteroscopy demonstrated both micro-inserts (essure implants) to be optimally placed without any problems [ultrasound pelvis] on (B)(6) 2015: showed thickened endometrium; on (B)(6) 2015: showed the endometrium to be thickened (21 mm), with a possible fluid trace, measuring 1ox4 mm; on (B)(6) 2018: clinical history: history of ovarian cysts, recurrence of similar pain, history of vaginal hysterectomy 2016. Findings: previous hysterectomy noted. Both ovaries are obscured by bowel gas. No free fluid or obvious pelvic masses shown.; (date unknown): this proved ineffective at showing up the implants, but did show some incidental endometrial thickening. [X-ray] (date unknown): showing a possible migration of essure implants. Lot number: a57110, manufacturing date: 2012/09, expiration date: 2015/09. Batch no. Ess305-inv. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Lower abdominal pain,device intolerance,allergic or hypersensitivity reaction;mental disorder, dyspareunia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: new event added: lower abdominal pain,device intolerance, allergic or hypersensitivity reaction; mental disorder, dyspareunia..reporters, medical history, lab data, patient information, added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. A57110) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy / abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and weight increased had resolved. The reporter considered genital haemorrhage, pelvic pain and weight increased to be related to essure. Lot number: a57110, manufacturing date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: updated quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.